Event description:
The plastic ring which holds the bottom part (vinyl material) of the drip chamber easily slides off its position and the IV tubing totally separated from the drip chamber when pulled with reasonable force.